Event description:
I had itching, discharge out of my right eye. I am a contact wearer and I have used renu by bausch and lomb. My dr prescribed patanol. I have been using that. Eye has gotten a little better, but still have a bit of discharge.